Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance levels. It was noted there was increased impedance and possible fracture on the rv lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
The save to disk clinical data review was not performed because the provided file was not related to the complaint.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.